Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tim20 device was difficult to move. This caused a light injury to the tissue and it was repaired. An opened device that was not used on the pt was returned for analysis.